Manufacturer narrative:
The investigation for the reported positioning issue has been completed. The device was not returned for evaluation. However, clinical information provided is sufficient to determine the root cause. Based on the clinical details the root cause of the positioning issue is most likely due to use as the patient pulled the impella out. Corrections to the initial MFR report: d4 model number added d6a/d6b f6/f8 should have been left blank. G1 MDR reporting contact email.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 62-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that the patient became restless and agitated overnight and pulled impella out of left ventricle. The impella was explanted at bedside with good hemostasis observed. The patient is stable.